Event description:
Analysis of the suspect usb to db9 serial adapter cable was completed and the reported allegation was verified. The cause for the reported allegation was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.

Event description:
It was reported that the physician's vns programming system was receiving an 34 'unable to open port 34' error message while trying to interrogate a demo generator. The issue was localized to the usb to db9 serial adapter cable by using a known good programming tablet and wand and reproducing the error. A new usb to db9 serial adapter cable was sent to the physician which resolved the issue. The suspect serial adapter cable has been received by the manufacturer for analysis. However, analysis has not been completed to date.